Event description:
The patient reported that their competitor device needs replacing and was told that one of their leads is bad and needs replacing. Follow-up is in progress and if additional information becomes available, it will be added to the event. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Unknown st jude implantable pacemaker. (B)(4).